Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received deep surfaces scratch on bottom left side of screen to center as well as cracks on the battery compartment. The customer¿s blood glucose was unknown. Customer stated that the difficult to read the screen due to scratches. The insulin pump will not be returned for analysis.